Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported bleeding could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas instruction for use (IFU) lists infection (localized, driveline, and pump pocket or pseudo pocket infection) and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides information regarding the recommended anticoagulation therapy and inr range. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s previous driveline infection and infection of the upper chest wound from the old axillary cannulation site was reported under medwatch MFR report # 2916596-2019-01303. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s rehab facility noted driveline drainage on (B)(6) 2019. The patient was started on cefepime. Driveline culture grew pseudomonas. Rehab facility then noted bleeding from old axillary impella site and sent to the patient to the emergency department on (B)(6) 2019 due to the bleeding at this old upper chest wound. Cultures were positive for staphylococcus aureus. Infectious disease changed treatment to intravenous zosyn 3.375 every 6 hours for 3 weeks. The upper chest wound was from the old axillary cannulation site when the patient had the axillary impella and ECMO placement on (B)(6) 2018, prior to lvad implant. The patient went back to the rehab facility and was then discharged to home on (B)(6) 2019. The patient was to return to cleveland clinic foundation for visit on (B)(6) 2019. The event was reported as ongoing.